Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection of the lead noted that the helix was extended and there was damage to the conductor coils and outer insulation approximately 18 centimeters from the terminal pin. An x-ray was taken and no fractures or other anomalies were noted. Resistance testing was completed to assess lead electrical performance and the measurements throughout this testing were in normal limits. Testing of the insulation found that the inner insulation was intact; however, the outer insulation did not meet specifications due to the outer insulation being damaged as a result of a grabbing type tool during explant. Laboratory testing was unable to confirm the reported clinical observations of the out of range pacing impedance measurements, loss of capture, and conductor coil fracture. The lead was found to be electrically continuous.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal patient follow up, this right atrial (ra) lead presented with high out of range pacing impedance measurements and loss of capture. A revision was performed and although the lead was repositioned, the pacing impedance measurements on the pacing system analyzer (psa) remained high out of range and no capture was observed. This ra lead was explanted as it was suspected to have fractured and was successfully replaced with a new ra lead. No additional adverse patient effects were reported.